Event description:
It was reported the during the maintenance performed by getinge field service engineer, cardiosave intra-aortic balloon pump (iabp) calibration failed. There was no patient involvement.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) calibration failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and was able to confirm the reported issue so the fse replaced the battery to resolve the issue. The unit passed applicable functional/safety testing.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).